Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was greater than 500 mg/dl with "large" keytones. Customer addressed elevated blood glucose/ketones with manual injections.